Event description:
Opened a sterile venous pack tray bedside in the ER for ir md to perform vascath placement. Black fb on inside of sterile pack drape (the instruments and syringes were loose in the sterile pack). Nothing from the venous pack ever touched the patient.